Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Information was provided that the patient changed their mind and wanted to see near instead of far. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The replacement lens was indicated to be an advanced technology intraocular lens (atiol). The specific model/diopter were not provided. Company¿s specific instruction for use (IFU): follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. During lens loading and insertion, do not allow the company¿s specific iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported that after intraocular lens (iol) implantation surgery, the patient changed her mind ¿ she wanted to see far rather than near. Therefore, the lens was removed and replaced with an advanced technology intraocular lens (atiol) in a secondary procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).